Event description:
It was reported that during deployment of a vascular stent in the sfa, the stent deployed 1 mm and then could no longer be deployed. The entire stent delivery system was removed without incident and another vascular stent was successfully placed. There was no report of patient injury.

Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The investigation is currently underway.